Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported during an intraocular lens (iol) implant procedure, lens ejected backwards out of the insertor with patient contact. Additional information was received as there was no patient harm.

Manufacturer narrative:
The product was returned for analysis and the reported failure could not be observed. The iol was returned outside the device. Adm: the device was returned loose in the carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the tip of the nozzle. No damage observed. Iol: the lens is returned outside of the device, wrapped in a surgical gauze. Solution is dried on the lens. No damage observed additional information: the complainant indicate the use of non company viscoelastic, which is not qualified to be used with company device. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow IFU, as the customer states the use of non-qualified viscoelastic. The use of an unqualified ovd may cause damage to the lens and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).